Event description:
A report was received that, during a permanent implant procedure, the patient experienced pain in both legs and weakness in the right foot. The physician withdrew the needle and left the lead implanted in the epidural space. The patient was hospitalized, then sent to a rehabilitation center.